Event description:
It was reported that a turbo-ject® single lumen power-injectable PICC became occluded during use. Upon removal, the PICC line was found to be occluded and "potentially infected." Upon visual inspection, damage was noted approximately mid-length of the catheter. A central venous catheter was then placed to continue infusions. No additional harm to the patient has been reported. Additional information regarding patient and device details has been requested, but is currently unavailable.

Manufacturer narrative:
Initial reporter occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 10mar2022, it was reported that the device was placed in the arm for a PICC line ablation procedure.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported by c.h.r.u. De montpellier that a on (B)(6) 2022 turbo-ject® single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111, lot: 14019120) occluded. When the device was removed from the patient¿s arm, occlusion, and damage to the mid-length of the catheter were discovered. The catheter was potentially infected. As a result, an additional procedure was required to place a central venous catheter so the patient could continue with infusions. No other adverse events were reported for this event. Further communication with the customer indicated the patient had a fever and was "in aplasia". The patient was sent to infectious risk management; however, it is unknown if infection was confirmed. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for final product lot 14019120 found no nonconformances that could have contributed to the reported failure mode. Component lots ic13916152 and ic13942148, as well as subassembly lot sa13792976, found no related nonconformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The product IFU, [t_ctpicctt_rev4] ¿turbo-jet peripherally inserted central venous catheters with micropuncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: catheter maintenance: ¿before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter.¿ instructions for use: catheter placement preparation ¿flush catheter with heparinized saline solution or sterile water. Note: the catheter may be trimmed if a shorter length is required.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR and the IFU, suggest that there is no evidence the device was manufactured out of specification, or that there are non-conforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that a component failure unrelated to manufacturing, contributed to this incident. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 07apr2022, it was reported that the patient had a fever and "was in aplasia". It was not known if an infection on the PICC line was later confirmed. The patient was sent to risk management. The customer has since lost track of the patient.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.